Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 1.0ml 29ga 1/2in bls 500 (B)(6) had foreign material. The following information was provided by the initial reporter, translated from (B)(6): "...the needle of the disposable sterile insulin syringe used for the patient was found to have red dots, and it was reported in time when it was stopped."

Event description:
It was reported bd syringe 1.0ml 29ga 1/2in bls 500 china had foreign material. The following information was provided by the initial reporter, translated from chinese: "the needle of the disposable sterile insulin syringe used for the patient was found to have red dots, and it was reported in time when it was stopped."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0027564. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.